Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a suspected thrombosis following an episode of sustained power elevations in (B)(6) 2025. The patient was seen in clinic and was noted to remain clinically well with no objective signs of heart failure or hemolysis. There were no recurrent power elevations, low flow, or alarms. The bloodwork remained stable with the lactate dehydrogenase levels at baseline and low brain natriuretic peptide (bnp). Alternative treatments were being discussed. The data was reviewed, and it did not contain attributes which would lead to suspect the presence of thrombus within the motor chamber; however, it would not mean that thrombus was not present in the circulatory loop.